Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of ¿high¿ on cgm. Customer address bg with a correction bolus via pump, and supply change. During systems check with tandem technical support, the pump was functioning as intended.